Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, suffered bilateral breast implant rupture, post-procedure. Ultrasound initially confirmed the rupture on the left side and bilateral rupture was confirmed during the explantation surgery on (B)(6) 2020. The patient only underwent bilateral removal and the implants were not replaced. This medwatch form is for the left breast prosthesis.